Manufacturer narrative:
It was reported that the patient has possible lateral poly insert dislocation. It was also reported that the patient mcl and pcl may be compromised. A revision surgery is planned to exchange the poly inserts. It was also reported that full revision may be necessary. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient has possible lateral poly insert dislocation. It was also reported that the patient mcl and pcl may be compromised. A revision surgery is planned to exchange the poly inserts. It was also reported that full revision may be necessary.

Manufacturer narrative:
It was originally reported that the patient has possible lateral poly insert dislocation. It was also reported that the patient mcl and pcl may be compromised. Revision surgery occurred to exchange the poly inserts. Following revision surgery, it was reported that both poly inserts were properly engaged in the tray. It was reported that the patient had post-operative laxity. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was originally reported that the patient has possible lateral poly insert dislocation. It was also reported that the patient mcl and pcl may be compromised. Revision surgery occurred to exchange the poly inserts. Following revision surgery, it was reported that both poly inserts were properly engaged in the tray. It was reported that the patient had post-operative laxity.